Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was off when she awoke, and when she put in a new battery and turned it back on, it alarmed motor error. Customer's blood glucose was 153 mg/dl. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer was using the sensor feature on the insulin pump. She was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer stated she was able to rewind the insulin pump. She further stated the pump was not allowed her to carry out other functions. It was advised to discontinue use and revert to a back-up plan. There was also stated to be a scratch on the lcd screen. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.